Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia and attempted to correct by entering two meal announcements on the ilet, which the agent explained constitutes ghost announcing and can lead to insulin stacking with a reported high blood glucose of 340 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included completion of troubleshooting without health impact or hospitalization. Investigation included a clinical review of user-reported behavior and device use. Investigation of this case revealed user technique error related to meal announcements as the likely contributor to the hyperglycemia, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the device leading to inappropriate insulin delivery attempts.